Event description:
A 72-year-old female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to the patient's hip dislocating. The patient had a proximal femur implant and a male-female midsection placed during her previous revision surgery which occurred on (B)(6) 2020. During the revision on (B)(6) 2021, the surgeon replaced the male-female midsection and the proximal femur implant. The male-female midsection that was explanted was 70 millimeters. This was replaced with a 60mm male-female midsection. The sales representative stated that this was done in an attempt to mitigate the risk of future dislocations.

Manufacturer narrative:
The incorrect implatn was originally reported. The proximal femur implant had no failure reported by the sales representative or the surgeon. The male-female midsection was revised to decrease the length of the segment in an attempt to mitigate the risk of further dislocations of the hip. Dates of previous surgeries were corrected as they were originally reported with the incorrect dates.

Manufacturer narrative:
The root cause for the patient's hip dislocating was unable to be determined. Due to the surgeon's shortening of the limb during the revision, the limb length may have been a contributing factor to the hip dislocation. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6) -year-old female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to the patient's hip dislocating. The patient had a proximal femur implant and a male-female midsection placed during her previous revision surgery which occurred on (B)(6) 2020. During the revision on (B)(6) 2021, the surgeon replaced the male-female midsection and the proximal femur implant. The male-female midsection that was explanted was 70 millimeters. This was replaced with a 60mm male-female midsection. The sales representative stated that this was done in an attempt to mitigate the risk of future dislocations.